Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed some time in (B)(6) 2010. According to the complainant, during the procedure, the sphincterotome was tested properly outside the patient. The sphincterotome was put into the scope and when attempting to bow, it was observed that there was no bow wire. The tome was not energized. They did not see the cut wire in the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed some time in (B)(6) 2010. According to the complainant, during the procedure, the sphincterotome was tested properly outside the patient. The sphincterotome was put into the scope and when attempting to bow, it was observed that there was no bow wire. The tome was not energized. They did not see the cut wire in the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the cutwire was found intact (not broken). The cutwire/anchor assembly appeared to be displaced from its designated location at the distal pierce hole and the distal pierce hole was split/torn up to the thin brown band. A functional evaluation found that the device does not meet the bowing specification. It was observed that upon retraction of the handle, the cutwire/anchor assembly would slide inside the distal pierce hole up to the thin brown band. The weld integrity of the cutting wire/anchor notch was found to be unaffected. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident with respect to device bowing and cutwire functionality. During manufacturing, the tome devices are 100% inspected for cut wire and working length integrity as well as bowing/ handle functionality. The twisted working length and melted/split/torn distal pierce hole are likely due to the customer usage of the device during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.